Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00014 on 23-jan-2024. Additional information (24-jan-2024): siemens further evaluated the event and concluded that general cleanliness and maintenance issues contributed to the erroneous concentrated carbon dioxide (co2_c) and enzymatic creatinine_2 (ecre_2) results. The issue was resolved after performing a system shutdown wash. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the aspiration on the dilution tray wash unit (dwud) and the reaction tray wash unit (wud), probe and mixer alignments, vertical pumps, and the lamp energy. A precision run was performed, and the results were acceptable. Qcs were also performed, which recovered within ranges. The cause of the erroneous co2_c and ecre_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 2 patient samples on an advia chemistry xpt instrument. Additionally, a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on another patient sample on the same instrument. The co2_c result for the sample identified as (B)(4) was reported to the medical staff, but the result was not seen by physician(s). The co2_c result for the sample identified as (B)(4) and the ecre_2 result for the sample identified as (B)(4) were not reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c and ecre_2 results.